Event description:
Boston scientific received information that this patient was recently seen where a magnet was placed over the device causing the device to pace at 100 bpm and put the patient into ventricular tachycardia (vt) where the patient became pulseless for approximately 5 seconds in duration. A blood pressure cuff was also noted to be on the patient and inflating at the same time, and its unclear if that might have caused or contributed to the pulseless reading. Boston scientific technical services (ts) was consulted and suggested that the 100 bpm that was noted was likely pacing at that rate, and that they should place a magnet again to see if this occurs again without the blood pressure cuff on the patient. No intervention done or planned, and the system remains implanted without any additional adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.